Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to trouble shoot the pump and alleged that his blood glucose (bg) reading yesterday at 530 pm was 500mg/dl. He bolused 14.85 units, but one hour later bg still at 500mg/dl, so he changed his infusion set and bolused 16 units. One hour later bg was high on his meter, so he gave an injection bolus and discontinued the pump. He had mild headache and body aches with the high bg. Bg came down and this am was bg 135 mg/dl. He is currently off his pump and onto his backup plan. He is requesting pump be replaced. The patient reports insulin and infusion set had been working well all day until the 5:30pm bg check. Patient reports the removed infusion set did not have any visible damage. The battery was removed 12 hours ago and the time and date are at default setting customer technical support was unable to find any problem with the pump during troubleshooting. No alarms, bolus history is correct all bolus given completely, basal rates are correct, total daily dose correct, and no suspensions. Patient is off pump and onto his backup plan awaiting a replacement pump, bg currently 153 mg/dl. This complaint is being reported based on the allegation that a patient on insulin pump therapy experienced hyperglycemia

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or errors associated with the complaint observed in the alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a discolored display. The display was replaced with a test display and the contrast returned to normal with no discoloration.